Event description:
It was reported while testing with bd bactec¿ plus aerobic/f culture vials (plastic) blood leaked when the bottle failed. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: the instrument was contaminated with blood. Regarding the exposure, please follow up with the customer: was the customer wearing ppe? Yes. Was the customer exposed? No. If yes, to what extent was the exposure (clothing / ppe, intact skin, non-intact skin, workstation area, etc.)? Na. Was there any injury/harm to the customer? No. Was there any adverse impact to the patient? No. Did the patient sample need to be re-collected or were additional patient bottles able to be used for testing? No. According to the customer's report, when trying to dispense blood, the negative pressure was found to be very weak. Then the blood leaked when placing the bottle in the instrument. A weak adhesion of the cap is suspected.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with bd bactec¿ plus aerobic/f culture vials (plastic) blood leaked when the bottle failed. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: according to the customer's report, when trying to dispense blood, the negative pressure was found to be very weak. Then the blood leaked when placing the bottle in the instrument. A weak adhesion of the cap is suspected.

Manufacturer narrative:
H6: investigation summary : customer reported a vacuum draw / leakage defect. Neither photos nor returned good samples were received. Bd was unable to reproduce customer¿s experience with the bactec product for leakage defect. Satisfactory results were obtained from retention samples when visually inspected and tested for vacuum draw. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.